Event description:
Same case as: 6000093-2007-00254. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 85% stenosed lesion being treated was located in the non-calcified, non-tortuous left anterior descending (lad) artery. The lesion was predilated using a 2.5x12mm balloon. The physician placed a 2.50x12 mm and a 2.75x12 mm taxus express2 drug eluting stent. Medications pre-procedure: plavix and asa; during: angiomax; follow-up: plavix and norvasc. Three days later the patient presented to the ER with chest pain, abrupt thrombosis. Two days after the initial procedure the patient had stopped taking aspirin and plavix. Additional information was requested, however, will not be provided.